Event description:
It was reported that the electrocardiogram (ECG) rhythm strips showed pacemaker-mediated tachycardia (pmt) episode that appeared to be terminated by pmt intervention. Shortly after, another pmt episode developed but there was no automatic intervention by the device. Eventually the device was reprogrammed to ddir. It was noted the patient had pmt due to shortened post-ventricular atrial refractory period (pvarp). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565 implantable tachy lead, implanted: (B)(6) 2013; 429688 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).